Manufacturer narrative:
(B)(4). External insulation abrasion was found at 11.5 - 11.7cm from the connector pin consistent with lead friction to the device can. The outer coil filars were exposed at the same location. The abrasion found most likely contributed to the complaint of noise problem that was detected in the field.

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. No adverse consequences for the patient were reported.